Event description:
It was reported that the patient implanted with this device, developed an infection. Subsequently, this device and the related leads were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).